Event description:
It was reported that this artificial urinary sphincter was removed due to unspecified reasons. No patient complications were reported. The complaint is being reported as the analysis identified a malfunction in the cuff component.

Manufacturer narrative:
B3: date of event: unknown, used the first day of the aware month. Upon receipt at our quality assurance laboratory, this device underwent a thorough analysis. The cuff was visually inspected, microscopically examined, and tested for leaks. Analysis found two pinhole tears in the kink resistant tubing (krt) consistent with wear. The balloon component was visually inspected, microscopically examined, and tested for leaks. No damage or visual abnormalities were found, and the balloon passed the leak testing. The pump component was visually inspected and tested for leaks. No visual damages or abnormalities were identified, and the pump passed the leak test. Analysis indicated a tubing tear consistent with explant damage. The cuff issue identified could have caused or contributed to device explant.